Event description:
During a bilateral common iliac stenting treatment procedure, stent deployment difficulty was encountered. The right iliac was predilated with a viatrac balloon and an express biliary ld stent was deployed with two inflations (at 8 and 10 atms). It was noted, however, that the leading edge of the stent was not expanded, so the physician reinflated the balloon to 12 atms with full expansion achieved. A small aortic dissection was noted, but the physician affirmed that the patient is in stable condition.